Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: article 310.507 with lot f-15578 received and forwarded for investigation to external supplier sphinx ag for evaluation; measuring protocol of output control from january 30th 2014, inspection certificate for material and hardening process. No report received which would describe and report a manufacturing defect. No comment was made regarding any root cause which could have led to this drill-bit breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter phone number: (B)(6). Manufacturing location: (B)(4). Supplier: (B)(6). Manufacturing date: march 14, 2014. Review of the certificate of compliance showed that the pieces were manufactured and no deviation was reported. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a surgery for radio-ulnar bone fracture took place. When the surgeon pulled out the drill after the temporary proximal fixture of the plate, the drill bit was broken. To remove the tip of the reported drill bit the surgeon removed all four screws and the plate which were not broken. There was a ten (10) minutes surgical delay. The surgery was completed successfully. This is report 1 of 1 for (B)(4).